Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm cadiere forceps instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the representative and determined that this record is exempted from reporting in the country of event according to the exemption rule: adverse events described in an advisory notice previously sent to users, and where no serious injuries or deaths have occurred.

Manufacturer narrative:
The 8mm cadiere forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm cadiere forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.